Event description:
The manufacturer received information alleging a ventilator would not detect an oxygen connection. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen manifold assembly and high pressure oxygen connector were replaced to address the issue.